Event description:
Pt with history of squamous cell carcinoma with feeding g-tube arrived for a tube change. Upon removal, it was noted when inspected that the distal one inch of the catheter was partially broken. It was noted in later documentation, that the retained portion had passed the fecal stream. Note: this is the 11th catheter device failure since 10/2001. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).